Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod coils, a lantern delivery microcatheter (lantern), and a guidewire. During the procedure, the physician successfully implanted several coils in the target location using the lantern. The physician then removed the lantern and flushed it. While advancing the last pod coil through the lantern to the target vessel, the pod coil would not advance out of the tip of the lantern, and subsequently, the physician kinked the pusher assembly of the pod coil. It was reported that multiple attempts were made to advance the pod coil out of the tip of the lantern; however, they were unsuccessful. Therefore, the pusher assembly of the pod coil was retracted and removed. Upon removal, the physician noticed that the pod coil unintentionally detached in the lantern. Therefore, the lantern containing the detached pod coil was removed from the patient. The physician decided to end the procedure at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 08/04/2021.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod coils, a lantern delivery microcatheter (lantern), and a guidewire. During the procedure, the physician successfully implanted several coils in the target location using the lantern. The physician then removed the lantern and flushed it. While advancing a pod coil through the microcatheter to the target vessel, the pod coil would not advance out of the tip of the lantern. It was reported that multiple attempts were made to advance the pod coil out of the tip of the lantern; however, they were unsuccessful. Therefore, the pusher assembly of the pod coil was retracted and removed. Upon removal, the physician noticed that the pod coil unintentionally detached in the lantern. Therefore, the lantern containing the detached pod coil was removed from the patient. The physician decided to end the procedure at this point. There was no report of an adverse effect to the patient.